Event description:
Medtronic received a report of pipeline failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured, ophthalmic segment aneurysm with a max diameter of 6.5 mm and a 4 mm neck diameter. The landing zone was 4.7 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed blood stasis within the aneurysm, it was reported that a flow-diverting dense mesh stent procedure was planned to treat an intracranial aneurysm. After the stent microcatheter was positioned, the stent was delivered and deployed in the straight segment of the middle cerebral artery (m1). The tip end of the stent failed to open. After multiple attempts at retrievals, it still did not open. Deployment was continued and then the device was pulled back to the anchoring position, but the tip end still failed to open. The stent was therefore withdrawn and replaced with another device, and the procedure was successfully completed. The distal section of the pipeline failed to open. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open the pipeline was resheathed more than 2 times. There were additional steps or other devices required to open the pipeline such as retrieval and redeployment. The pipeline was removed from the patient. Ancillary devices include a 5f 115 navien guide catheter and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.